Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth location #6 was placed and three (3) months later and at the patient's cleaning appointment, the patient stated that it was tender at the apex of the implant. The implant was removed. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). B4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. Zimvie received one (1) tsv4h11, (imp, tsv,4.1mm, dual sel, ha) for evaluation (images are attached). Visual evaluation of the as returned device identified the implant with signs of use, apparent bone attached to external threads however, no apparent damage / malfunction was identified that would cause or contribute to the reported event. Markings likely due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event.this complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1240409. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1240409 for similar events and no other complaint was identified. Review completed utilizing keywords: medical other the customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is customer error ¿ inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation

Event description:
No further event information is available at the time of this report.